Event description:
It was reported during a heart valve procedure, the epiq cvxi ultrasound displayed error code 251. The procedure was able to be completed after the system was exchanged and there was no impact to the patient. There was no patient or user harm associated with this event. Philips has started an investigation for this complaint.

Manufacturer narrative:
A thorough investigation was performed, including analysis of the returned acquisition module, to identify the root cause of the reported issue. The engineering team confirmed there was a faulty channel board in the acquisition module. The replacement of the acquisition board resolved the issue. No further issues reported.